Event description:
Caller reported experiencing cartridge alarm 20 with a pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump from technical support. The support team confirmed the shipping details and provided instructions for storage mode and the return process for the problematic pump. Caller acknowledged understanding of all instructions and was informed about the upcoming training available with the new pump.